Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings:. During investigation, the battery compartment is cracked at threads and below the grip pad. The returned battery cap is undamaged and able to fit. There was evidence of moisture corrosion is observed in the battery canister and inside the pump on the display screen. A leak test failed due a battery compartment leak and a bolus button leak. The pump was unable to power up and its completely unresponsive. The ¿power¿ complaint is duplicated due moisture corrosion. Pump¿s cover was removed, further moisture corrosion was found to the power printed circuit board.